Event description:
It was reported the patient's blood glucose level rose to 14.5 mmol/l (261 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported the cannula coming out and being unsure if the cannula was properly seated in the infusion site (leg). In addition, insulin was leaking from the pod. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was dislodged and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula or the reported dislodged cannula. The cause of both reported cannula complaints could not be determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.